Event description:
My daughter was forced to have several sessions of electroconvulsive therapy (electroshock) involving starvation also from food/drink before and after her extremly long sessions of (ect). Some of them when her hair was not even dry. I was told she suffered a severe bloodclot right after (ect) with red swollen foots and legs and was required to take a course of strong antibiotics to prevent infection to her then deformed foots and legs. After (ect). She has severe cognitive and functional issues including hormonal unbalance. Her whole future was taken away by (ect) as she needs daily help in her basic personal care hygenic functions, her functionality is like a women aged 80 and she is only 25.